Event description:
Screw fractured in implant. Dentist was unable to retrieve fragment. Implant was explanted.

Manufacturer narrative:
Screw fractured in implant. There was no fragment available for evaluation. Production documentation revealed that all specifications have been met prior to distribution of the product no product problem detected.